Event description:
An update was received from the physician's office indicating that x-rays were taken and appeared to be fine. The leads appeared connected without issues, but high impedance was still being seen. It was further stated that the patient could still tell when the device was being interrogated and was not complaining of any adverse events. It was further stated that the patient no longer felt his vns due to the high impedance observed. The patient was referred back for surgery, however the device was off and there were no plans to replace the lead as the family wishes to see how the patient does clinically before deciding. No additional relevant information was received to date. No known surgery has occurred to date.

Event description:
It was reported that a patient's device was interrogated and was showing high impedance of >=10,000 ohms. It was unknown if the patient was experiencing any adverse events. An update was received indicating that x-rays were taken and the physician stated that no issues with the vns were seen on the x-rays. No additional relevant information was received to date.